Event description:
It was reported that after raising the table it drifts back down and an electrical burning smell was also noted. No injury reported. A field engineer was dispatched to the site and it was determined that the power control board, the keypad, and lockout board needed to be replaced, and the microswitch needed to be adjusted. Once this was completed the system was working as intended.